Event description:
The manufacturer received information alleging an ev300 device's screen is black out. Screen is dark. There was no harm or injury reported, the user is not using device. During the evaluation of the device at the manufacturer's service center, it was observed that the ribbon cable was broken during assembling. The device's ribbon cable was replaced to address the issue. The ventilator screen turns on and works properly. The ventilator passes periodic maintenance. Current software version: 1.05.10.00